Event description:
It was reported that the patient presented to the clinic for a cardiac resynchronization therapy pacemaker (crt-p) generator change. Prior to the procedure, device interrogation revealed noise oversensing on the right ventricular (rv) lead during isometric testing, resulting in pacing inhibition, which had also been previously observed on stored egms. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.